Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use. Warnings and cautions. During the device evaluation, service observed an image abnormality due to peeling of the objective lens adhesive. Fluid ingress was observed in the electrical connector. The angle curvature was insufficient due to elongation of the angle wire. The angle knob play was out of specification due to extension of the angle wire. The curved rubber adhesive was cracked. The watertightness of the guide pin part of the electrical connector was not maintained. The seal on the scope connector was peeling off. The forceps plug base was scraped due to external factors. Switch 4 was worn. The universal cord had wrinkling. Scratches were observed on the insertion tube, on the tip cover, on the control section and control section cover, on the switch box, on the up/down knob, on the up/down angle fixing lever, on the right/left knob, on the control grip, on the universal cord, on the operation side of the universal cord, on the scope connector side of the universal cord, on the scope connector, and on the right/left angle fixing knob. The paint on the air and water supply cylinders was peeling off. The paint on the suction cylinder was peeling off. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the upper left corner of the image on the endoscope screen was blurred. There was no patient or user injury reported. No further information was provided.